Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crtp) entered into safety mode and caused diaphragmatic stimulation in the patient due to the high pacing outputs. Problems with hiccups in the side were experienced since implant but was now constant. At this time the crtp has been explanted at a surgical intervention. No additional adverse patient effects were reported.